Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the patient experienced bradycardia. The right ventricular (rv) lead had dislodged and no capt ure was noted. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.